Event description:
Additional information received, identified the patient's scs generator was replaced. And the reported issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system patient controller was showing "replace generator soon" message. A company representative met with the patient and connected with the ipg and the voltage of the battery indicated the battery had depleted. Surgical intervention to replace the patient's ipg may be taken to address the issue.